Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had white particulate matter in the tubing. This was observed during patient use. Peritoneal dialysis solution was administered. There was no patient injury or medical intervention associated with this event. No additional information is available.